Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported while doing a patella tendon repair, drilled a hole to prepare for twinfix insertion, twinfix tip broke off. No delway was noted. No patient injury or complications were reported.